Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no problem with the reload at the first firing during a bullectomy. On second firing, they were able to squeeze the handle, but was unable to fire. The target tissue was as the same as the first firing and was not considered to be thick. And on third firing, the reload was able to use without a problem and the case were completed. There was no patient injury.